Event description:
--

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted tool marks on the casing. All of the seal plugs were intact and all of the setscrews operated normally. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently undergoing detailed analysis to determine root cause.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, this device was generating beeping tones associated with code#1003 (declared in (B)(6) 2014). A device memory upload was performed and sent to boston scientific's in-house engineering for analysis. In-house engineering confirmed that a low voltage fault had been declared. The device voltage was 3.015 volts and therapy remained unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the power appears steady; however,this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The local representative was contacted with the recommendation that the device should be explanted. The patient was presented back to the electrophysiology (ep) laboratory and the device was explanted and replaced without incident. The device was received at boston scientific's return products department.